Event description:
A (B)(6) supplier reported a bipap plus had emitted smoke after being knocked off of a nightstand and onto the floor while the pt was using the device. The device was returned to the MFR where initial eval confirmed thermal deformation and a void in the device enclosure. There was no report of pt harm or injury. According to the (B)(6), the pt stated the device fell onto the floor in the middle of the night and remained powered on. When the pt woke up a couple of hours later, he observed smoke coming from the device. At that time, the pt noticed thermal deformation to the top enclosure of the device. The device was returned to the MFR for eval. Through external visual inspection, the MFR confirmed the complaint of thermal deformation and voids in the top enclosure of the device. The flat shape of the deformation of the top enclosure indicates the bipap was likely resting on its top at the time of failure. The device was disassembled and visually inspected. The MFR found that the connection between an electrical trace of the printed circuit assembly (pca) and an exposed solder pad had been corroded causing thermal failure of the affected trace and damage to the surrounding components and pca material. Fluid ingress to both sides of the pca and valve assembly was confirmed through evidence of a residual particulate which appeared to be mineral deposits from evaporated, non-distilled water. Components on both sides of the pca were affected by fluid ingress. Field effect transistors (fets) in the motor driving circuit on the opposite side of the pca had signs of thermal damage as well. The MFR was unable to determine if the damage to the fets resulted from the failure of the electrical traces or fluid ingress.

Manufacturer narrative:
The MFR reviewed product labeling and confirmed that the bipap plus user manual (part number 1018989, section warnings and cautions) states "if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if it and/or the power supply has been dropped or mishandled, if the enclosure is broken, or if water has entered the unit, discontinue use and contact your home care provider." The MFR's eval concluded that thermal failure of the trace was caused by the device falling from the pt's nightstand and subsequent water ingress to the pca while the device continued to operate. Based on all available info, the MFR concludes that the fall and water ingress which led to the trace failure is an isolated event and that no further action is appropriate.